Event description:
Patient was having arthroscopic left rotator cuff repair in outpatient surgery. The tear was debrided and the edges were cleaned with a shaver, vapr wand and meniscal punches. Evidence of sutures placed during an open repair completed in 2005 was visible when the footprint was decorticated with a burr. Accessory subacromial space portals were also established. A 70 degree scope was alternated with a 30 degree scope. Arthroscopic burrs were brought in through the posterior portal and revision acromioplasty was performed. Mitek bio helix anchors will be used. Once the greater tuberosity was debrided with the burr, two anchors were placed to restore the medial row. Each of these anchors came pre-loaded with two sutures (four limbs) of #2 orthocord. Mitek expressew suture passing device was used to place four mattress sutures in the rotator cuff.====================== health professional's impression======================defective.